Event description:
It was reported that the epicardial leads were not pacing effectively. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: dtbb1d1 ICD, implanted: (B)(6) 2013; product ID: 5071-35 lead, implanted: (B)(6) 2012; product ID: fr99525 tissue valve, implanted: (B)(6) 2004; product ID: 5076-58 lead implanted: (B)(6) 2012; product ID: 5866-38m implanted: (B)(6) 2012. (B)(4).